Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Event description:
A report was received that the patient's precision system was explanted due to the ipg being exposed and protruding through the skin. The device was working properly prior to explant. There was no sign of infection, however the patient was given both IV and oral antibiotics as a precaution. The patient was reportedly doing well following the procedure.